Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the letter.